Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and (B)(6) was used. It was reported some 30ml syringes are contaminated with black particles. Our quality team has completed a device history record review for material number 302832 and lot number 5091289. The review did not identify any abnormalities during the production process that could have contributed to the defect, and all quality tests were within specification. Consequently, the exact cause of this incident remains undetermined. At this time, no further action is deemed necessary. Complaints related to this device and the reported condition will continue to be monitored and analyzed for emerging trends by our quality team.

Event description:
It was reported that the bd syringe 30ml ll s/c 56 had foreign matter. The following information was provided by the initial reporter: material # 302832 lot 5091289.     Verbatim: we have some 30ml syringes that are contaminated with black particles. Can we open a case for these specific lot number syringes? The lot affected is: 5091289. Its about 3 cases.